Event description:
It was reported that the patient presented in the hospital for lead revision. Prior to the procedure, the patient's right ventricular (rv) lead was noted to exhibit no sensing and no capture threshold due to the lead dislodgement. The rv lead dislodgement was confirmed via imaging studies. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in two pieces with the helix found retracted clogged with blood/ tissue. Visual and x-ray examinations found the distal tip bent consistent with procedural damage. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing found no conductor fractures or internal shorts.